Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage rate episode was observed on a remote transmission indicating ventricular tachycardia (vt) that was potentially induced by autocapture algorithm. Further review noted that vt could have started on its own, a potential fused beat with functional loss of capture. Physician planned to turn off autocapture. There were no further issues, patient was stable.